Manufacturer narrative:
Correction: section h2, the reported information was not previously selected in follow-up number 2 for additional information.

Event description:
New information indicates that the device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device voltage was at end of service (eos) level upon receipt. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit in the hybrid was found to be the cause of the high current drain and premature battery depletion.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the device reached the elective replacement indicator (eri) prematurely. One month ago, the device indicated 1.2 years of remaining battery life. The device remains implanted. There were no adverse health consequences, the patient was stable.